Event description:
The patient had 2 endeavor sprint rx drug eluting stents implanted on the day of the index procedure: one to mid rca, and one to the right posterior descending artery. Approximately 2 weeks from the index, the patient had one endeavor sprint rx drug eluting stent to distal rca in a staged procedure. Approximately 1 years and 8 months from the index procedure, the patient experienced the event of mallory weiss tear. Upon presentation to emergency room, the patient was found to be with chief complaint of vomiting blood prior to this admission. It was reported that the patient had a bowel movement with copious amount of dark red stool, guaiac positive indication gross blood in stool and subject was admitted to ICU for further evaluation. The patient underwent esophagogastroduodenoscopy, which showed esophageal bleeding from mallory weiss tear for which 3 endoclips were placed, successfully. As per received operative report the subject had tolerated the procedure well. The patient had received packed red blood cell transfusion. It was reported that the patient felt better and was discharged.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (gi bleed). (B)(4).